Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert noted during testing or in the pump trace download. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 406 mg/dl. Customer stated that insulin pump was not working fine and a low battery and needs to have the battery replaced. Customer already got the pump working but she used a brand new battery but its now showing only one bar on battery icon. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will be returned for analysis.